Event description:
Complainant alleged that the medics were treating a pt (age and gender unknown) with vital signs absent. The medics analyzed the pt's heart rhythm with the device in AED mode, upon completion of the analysis the device started to charge and then dumped the energy. The device then started to analyze the pt's heart rhythm again, without the medic having first depressed the analyze button, and the device gave a "no shock advised prompt. The complainant reported that the device did five analyses without the analyze button first being depressed. The complainant indicated that the medics were eventually able to successfully defibrillate the pt. The complainant indicated that there was no adverse effect to the pt as a result of the reported malfunction.